Event description:
On (B)(6) 2010, pt reported an air bubble in infusion set tubing. Date of event is unk by patient. Patient was able to prime air bubbles from tubing. Patient allows insulin to reach room temp before use. No physiological effects were reported. The patient did not require assistance from a health care professional or second party to address the issue. No product will be returned for eval.

Manufacturer narrative:
No product will be returned for eval.